Manufacturer narrative:
UDI #: (B)(4).

Event description:
Lead management case to extract leads due to pending erosion, riata lead fracture and total occlusion. Upon opening the pocket course calcified tissue was noted. An lld ez was successfully placed distally in the 1581 rv lead and the screw was retracted. The physician then continued extraction with a 16f glidelight and large visisheath. While extracting the lead it required more than usual mechanical work with the visisheath. The procedure continued until reaching lead on lead binding stalling the progress. The patient began to decline and tee showed a pericardial effusion. The CT surgeon performed a median sternotomy and cannulated the aorta (cannulation of the aorta resulted in a perforation that was also repaired during the sternotomy). A 1.5 to 2cm tear in the svc was discovered and repaired. The physician believed the tear occurred while using the visisheath for mechanical dissection. Patient survived the intervention.